Event description:
It was reported that the pt underwent a cardiovascular procedure in 2004. The case was successfully completed. Upon removal of the coronary sinus catheter, the clinician noted it was kinked. There were no problems noted with the catheter during the case. No kink was noted during prep. There were no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however; the product eval is not yet completed. Any further info, derived from the eval, will be submitted in a supplemental 3500a form.